Event description:
The user facility reported that the catheter broke during a procedure. Follow up communication with the user facility reported: (1) on (B)(6), the surflo v3 was inserted into the patient, but the blood vessel was not secured; (2) a nurse removed the surflo v3 from the patient and confirmed the tip of the catheter was broken; (3) palpation confirmed that the tip of the catheter was still in the patient's body; (4) the tip of the catheter was not removed, but surgical removal was being considered; (5) patient was observed over night; (6) on (B)(6), palpation could not confirm the tip of the catheter in the patient's body; (7) the tip of the catheter may have moved; (8) considering the invasion to the patient's body, surgical removal was not considered at the time; (9) the tip of the catheter still remains in the patient's body.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device was returned to the manufacturing facility and evaluated. Visual inspection confirmed that the catheter was broken at about 10mm from the hub and the broken tip of catheter (about 9mm) was not returned. Visual inspection under microscope found the following: the surface of the broken part had a sharp edge and extended surface. The exact lot number for this report was found to be one of the following: (1) 141017k; or (2) 141106b. A review of the device history records indicated that there were no production related problems for these lots. A review of the complaint files confirmed that these lot numbers have not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The user facility information and the evaluation results suggest that the actual device may have been damaged by a sharp object, and subsequently broken by a pulling force. The device labeling does address the potential for such an event in the instructions-for-use by statements including: "be careful not to damage the catheter by forceps, and also not to damage the catheter by tip of the needle, scissors or other sharp object. If you do any of these, catheter might break and possibly risk of leakage and contaminating air. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).